Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device passed self test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the intermittent response by button press. The customer's blood glucose level was unknown at the time of the incident. The customer informed frequently no or intermittent response by the button press; keypad and the confirmation button. The block mode was not active. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.